Event description:
The device was used during a laparoscopic colectomy procedure. Reportedly, the instrument ejected clips prematurely and then jammed. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.